Manufacturer narrative:
The insulin pump was received with frozen display, problem isolated to mother board. The pump was unable to confirm keypad anomaly due to frozen display. No audio anomaly and no blank display were noted. The pump was received with cracked battery tube thread and cracked reservoir tube lip.

Event description:
The customer reported via phone call of an audio beep anomaly and button error from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that his pump gave a high pitch tone and the pump did not give any messages. The customer stated that the buttons on the pump were frozen and not responding to any key touches. The customer stated that the alarm did not occur prior to the constant tone. The customer was advised to remove the battery for five minutes. The customer was advised to insert a new battery. The customer stated that he cannot do pump rest and waited 2 hours as he does not have a backup plan and cannot take insulin via needle. The customer was advised to contact his endocrinologist. The customer will be sent a replacement pump.